Event description:
A malfunction alarm with code "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction reappeared.